Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed. This complaint is being reported late as a result of a delay from the affiliate to the reporting office. Affiliate has been reminded of the policies set forth and is working to train staff accordingly.

Manufacturer narrative:
Upon completion of the investigation it was noted that the lot number was found to be that of cjmc0d and not chgcwv as initially reported. Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. Review of the device history record confirmed the valve met specifications when released to stock. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the adjusting mechanism did not move, and therefore, the valve could not be programmed. Different programmers were used. As a result, the device was revised.